Manufacturer narrative:
On return the history and memory logs could not be downloaded. On connection of the usb cable, all membrane leds illuminated. The returned pad-pak was installed, no activity was seen from the device. Upon return of the device the device was found to have damage. Corrosion was found on the screw heads. Upon internal inspection of the device several small insects were found. Investigation found the reported fault can be attributed to multiple failures caused by device storage conditions. The device failed to operate, this would have been caused by a failure of the microprocessor. This was likely due to an infestation of insects on the printed circuit board. The history log indicates the device had been switching on automatically. This could have been caused by insects or the corrosion found within the membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in of this report.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.